Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error messages. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the initial concern is resolve - able to establish contact with customer who requested replacement products; replacement products sent to customer. No additional medical intervention since the last call was reported. Note 2: manufacturer contacted customer in follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages; customer was unable to recall which error message. Customer stated she has to administer insulin based on her test results and that she is unable to test due to the error messages. The customer feels well and did not report any symptoms. Customer states that she contacted her primary care doctor to see if they could assist and provide training or replace the meter. Customer stated that she would contact manufacturer once her nurse is there with her. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/24/2026; product storage and open vial date were not provided.